Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the encoders are creased and upper case has signs of fluid ingress around the encoders. It is noted the encoder nuts were torqued to correct setting. Analysis also found that due to torquing action, the encoders twisted in the upper case. It is also noted the upper case is damaged due to the twisting of the encoders. (B)(4).

Event description:
The external pulse generator was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.